Event description:
The customer reported that while the central station was in use monitoring pts along with spectrum monitors and telepacks, the ICU and medsurge central displays lost all signals. The pts that were being monitored with spectrums could still be monitored at the bedsides. The pts that were being monitored with telepacks were not considered critical, and monitoring was discontinued for these pts. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the elan switch. The system was tested to factory specification. It functioned normally, and was returned to use.